Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, around 02:00 ¿ 03:00 pm, the patient was found unconscious by their wife. The patient could not remember if they experienced any symptoms before losing consciousness. The patient´s wife called emergency medical service (ems) and when a fingerstick was taken by the paramedics, the cgm reading was around 80 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was brought to the hospital and was treated with intravenous glucose. No further medication was reported, and the patient was discharged the same day at 07:00 pm. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.